Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated they stopped using their stimulator a while back because their pain had changed. Caller stated they had a sciatica problem end of last year/ early this year, and the stimulation seemed to make it worse so they stop using it. Caller added that now they don't have that kind of pain anymore and want to use the stimulator again, but they are seeing a message that says data has been lost and to repeat the set up process. Agent walked caller through setting the date and time. Patient stated they know how to operate it from here. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. Pt called back stating when attempting to recharge the ins they kept on getting the message they could not find the device. During call pt went through passive recharge mode and got recharging excellent. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.